Manufacturer narrative:
2 pen needles affected.

Event description:
Consumer reported found 2 pen needles that clogged. Using with trujeu and novolog lot # 1351565 catalog# 320550 date of event 02.08.2024 sample status awaiting sample unused from this box. Dc cs0069907/sf00018763.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h6, h10. Correction to h6, type of investigation, investigation conclusions investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.